Event description:
Too many to describe; I have had issues for years, diabetic, kidney disease, stomach problems, sinus issues ,runny nose, headaches, trouble sleeping sore throat, lost taste and smell, lung issues, copd, swelling, anxiety, weakness in legs heart stent, chf, afib. I have had so many test done that I wouldn't know where to began. FDA safety report ID # (B)(4).